Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot :lot # provided is not a valid number, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited.

Event description:
Additional information received: has there been a change in the patient¿s health since the declaration? If yes, which one? Return home with continuation of corticotherapy with a relay per os on (B)(6) followed by a decrease over 1 months. Continuation and progressive decline of corticosteroid therapy at home. Was there removal/revision surgery? No. Were there any other clinical findings: (e.g., non-union, infection, allergic reaction, broken devices, etc.) _ cerebral IV on (B)(6) 2024. Result: no preoperative examination available. Stigma of left frontoparietal craniectomy. No intra- or pericerebral bleeding. Small fluid lamina facing the craniectomy flap. No abnormalities in the polygon of willis or the upper part of the supra-aortic trunks. Patency of the principal venous sinuses. No suspicious parenchymal contrast uptake. Medial structures in place. No cisternoventricular dilatation. Infiltration of facing soft parts craniectomy flap. Conclusion: no significant abnormalities explaining the symptomatology. No post-operative complications obvious. _ thoracoabdominopelvian IV (B)(6) : clinical: lymphocytic meningitis with 1000 elements without decrease in pleiocytosis at the 2th pl to 5. Interval days. Negative viral pcr. Research other organ diseases for referral: tuberculosis. ? Autoimmune disease? Results: chest: no honeycomb condensation or hyperdensity in frosted glass. Atelectasis in bibasal band predominant in the right inferior lobe. No tracheobronchial tree abnormality. Thyroid goiter diving right. No supraclavicular or intrathoracic adenomegaly. No pleural effusion or pericardial. Abdomen: non-dysmorphic hepatomegaly, without focal abnormality. Portal trunk and hepatic veins permeable. No biliary, pancreatic, splenic, adrenal or renal abnormalities. No faults obvious from the colonic framework. No obvious pelvic mass. No peritoneal nodule effusion. No subdiaphragmatic adenomegaly. Bone: no suspicious lytic or condensing lesions. Conclusion: no infectious or neoplastic lymph node or thoraco-abdomino-pelvic foci. New information received : conclusion: _ lymphocytic meningitis probably of chemical origin on the intracranial material of his osteomeningioma operated on in (B)(6) 2024. Infectious, autoimmune, hematological, oncological tests negative so far but incomplete results. Introduction of corticosteroid therapy with decay over 1 months allowing a clear clinical improvement. _ hospitalization in neurology in 1 months for lumbar puncture control with intrathecal synthesis of immunoglobulins and recover the rest of his current assessment: il6/10, intrathecal synthesis, onconeuronals, eca, gfap in the csf, serology rift valley, with anti-tpo in the blood. Exit treatment / therapeutic evaluation prednisone 20 mg to be taken in the morning: - 3 tablets for 6 day(s) from (B)(6) to (B)(6) . - 2 tablets for 7 day(s) from (B)(6) to (B)(6) - 1 tablets for 7 day(s) from (B)(6) to(B)(6) . - 0.5 tablets for 7 day(s) from (B)(6) . To (B)(6) . Then prednisone 5 mg: 1 tablet morning for 7 day(s) from (B)(6) to (B)(6) then stop. Doliprane 500 mg, oral gelu 6 boxes, 1g if pain, every 6 hours. Tardyferon 80 mg oral CPR 1 tablet at 08h, 1 tablet at 20h for 90 day(s).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient admitted to the hospital, in the internal medicine department for meningitis with 1280 elements/mm3 predominantly lymphocyte at 2 months of craniectomy for left fronto-temporal craniomeningioma, treated with keppra as primary prophylaxis. After reviewing the literature, the possibility of meningitis due to keppra (immuno-allergic mechanism) motivated his discontinuation after neurological opinion, but this hypothesis seems implausible because there is a persistence of a lymphocytic reaction despite this discontinuation. Bacterio mycological analyzes performed on lumbar punctures are not in favor of an infectious origin. The main hypothesis is therefore that of a postoperative chemical meningitis on cranial prosthetic material. The corticosteroid therapy with decay is initiated, allowing a clear improvement and complete withdrawal of symptomatic treatments. Corticosteroid therapy with decay for the moment, having allowed a return home. Monitoring with scheduled neuro appointments. Initial implant date was (B)(6) 2024.